Manufacturer narrative:
A ts representative discussed that the longevity will change each time the modes are changed between ddd and vvi. The programmer will update the longevity remaining according to the output parameters that are programmed and the latest measurements of the lead impedances. This is most likely why there are differences in longevities observed going from one mode to another one. This device remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that following a CT scan, the device was checked and displayed the remaining longevity as one year despite it being implanted for only three years. The device was programmed to vvi and the remaining longevity changed to three years. No adverse patient effects were reported. The outputs were reprogrammed to a lower setting for both atrial and ventricular pacing and the patient will continue to be monitored. The data was sent to boston scientific technical services (ts) for evaluation.